Event description:
It was reported that the marking "do not use if product or packaging is damaged" was not mentioned as required on the bd plastipak¿ syringe. The following information was provided by the initial reporter, translated from french to english: also, we found that on all the syringes, the marking "do not use if product or packaging is damaged" was not mentioned on the syringe as required by (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the marking "do not use if product or packaging is damaged" was not mentioned as required on the bd plastipak¿ syringe. The following information was provided by the initial reporter, translated from french to english: also, we found that on all the syringes, the marking "do not use if product or packaging is damaged" was not mentioned on the syringe as required by mds-22-4339.

Manufacturer narrative:
Two photos were provided to our quality team for investigation. Through visual inspection, it is noted the packaging is damaged. A device history review was performed for lot 2209021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the sample evaluation and our quality team's investigation, we cannot identify a root cause related to the manufacturing process at this time, it appears the paper portion of the packaging tore during separation. Please note, use of the statement, ¿do not use if product or packaging is damaged¿ was implemented in october 2022, the reported lot was manufactured prior to the implementation of this. Additionally, the statement can be found on the shelf carton, not on the unit package, therefore there is no defect related to this issue with the reported product. H3 other text : see h10.